Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a healthcare professional (B)(6) (of nose or hair not fully covered and peritonitis in a patient (height 157 cm) coincident with dianeal, unknown therapy. On an unreported date, the patient began treatment with dianeal (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient's nose or hair was not fully covered. On (B)(6) 2011, the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient began remedial treatment with piperacillin/tazobactam (4.5 g, twice a day, intravenous) and vancomycin (1 g, every 5th day, intravenous). On (B)(6) 2011, the patient was hospitalized for the peritonitis. On (B)(6) 2011, remedial treatment with vancomycin was stopped. It was not reported if the patient underwent any diagnostic testing. Remedial therapy with piperacillin/tazobactam was ongoing. The peritonitis was ongoing. The outcome was not reported. The action taken with dianeal was not reported. Medical history and concomitant medications were not reported. The reporter believed that the events were not related to dianeal therapy.